Event description:
A 4.0 spiderfx was loaded on the 0.014 wire. Delivery catheter tracked through the tortuous anatomy. The spider could only track partially through the delivery catheter. As the physician started to pull back on the delivery catheter to expose the spider filter, he heard a snap. He could pull back the delivery catheter, but the distal marker was not moving. The spiderfx was in the distal half of the delivery catheter. The physician then decided to pull the wire and the spiderfx and catheter came out. Everything was recovered without incident.